Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
Product event summary: physical analysis of the lead is anticipated, but not yet begun. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The impedance was steady at approximate sixty ohms through (B)(6) 2016 and rose to ninety-nine ohms by (B)(6) 2016. Concomitant medical products: d334vrg, ICD, implanted: (B)(6) 2013.

Event description:
It was reported that right ventricular (rv) defibrillation (defib) coil had rising impedances and a confirmed fracture. The rv defib coil was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.